Manufacturer narrative:
(B)(4). An authorized third party service engineer evaluated the device and determined the single board computer printed circuit board was faulty. It was replaced and the ventilator worked properly.

Event description:
It was reported that a ventilator display would freeze and the device would not shut off. There was no patient involvement.